Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not open after being applied to tissue during a laparoscopic sleeve gastrectomy, hiatal hernia repair procedure. The pt was discharged and was reported as being in stable condition. Multiple attempts were made to try and get more informant from the site without success.